Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the physician was rushing and pushed too hard on the back end, snapping the shaft. It should be noted that the coronary dilatation catheters (cdc), trek and mini trek rx, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported shaft separation. The investigation determined the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while attempting to load the mini trek rx 1.50x12mm balloon dilatation catheter on the guide wire, the physician was rushing and pushed too hard from the back end, snapping the shaft. This happened outside the body. The device was simply removed and another same size rx mini trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.